Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements of 126 ohms. At this time, no further information is available. The lead remains in service and no adverse patient effects have been reported. The cause of the high out of range shock impedance measurements is unknown at this time. Additional information was received indicating that the shock impedance measurements have intermittently increased above 145 ohms. Technical services (ts) reviewed device data and did not find any evidence of noise in stored episodes. Troubleshooting options were discussed. No adverse patient effects were reported. The lead remains in service.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements of 126 ohms. At this time, no further information is available. The lead remains in service and no adverse patient effects have been reported.